Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient's representative (caller) stated the patient had a refill 'just the other day,' then confirmed on june 10th, and when the healthcare provider went to draw out the medication, they found there wasn't any or it was a very small amount, but they did not hear the alarm. The caller was not sure how the pump was empty. The caller stated they refilled the pump and stated they would pull the medication out in 3 months to see if the alarm went off. The manufacturer's patient services specialist (pss) documented reported event. The caller inquired about how the pump knows where the medication was at and if there was a sensor in the pump. Pss reviewed considerations and redirected the caller to healthcare provider.